Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified in the pump logs; however, no failure was identified. Additionally, the alleged battery not charging issue was verified and a different issue was also identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery fully depleted and the pump shut off. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged and reported that the pump had turned back on and displayed a malfunction alarm. Reportedly the customer continued to use the pump for insulin therapy. Customer's blood glucose level was between 106-186 mg/dl.